Event description:
This report summarizes 41 malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 41 previously reported events are included in this follow-up record. Product return status: 34 devices were received. 7 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 42 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-03511. - 41 previously reported events are included in this follow-up record. Product return status 33 devices were received. 7 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 5 reported events were confirmed. 28 reported events were not confirmed. Evaluation results 12 devices were found to be affected by corrosion. 15 devices were found to be affected by a lubrication problem. 1 device was found to be affected by damaged bearings. 5 devices had no problem found.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 42 events were reported for this quarter. Product return status: 26 devices were received. 2 devices were not available for evaluation. 14 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 22 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by corrosion. 12 devices were found to be affected by a lubrication problem. 1 device was found to be affected by damaged bearings. 4 devices had no problem found. Additional information: 42 devices were not labeled for single-use. 42 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 42 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.